Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an increase in her blood glucose level which led to the customer being taken to the emergency room and subsequently admitted to the intensive care unit for 3 days. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.